Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 14, 2019 due to hyperglycemia. The customer's blood glucose level was 562 mg/dl at the time of hospitalization and was treated with manual injection. It was reported that the customer passed out. The customer stated that they had issues with the infusion sets. The customer stated that 5 infusion set in last box that bent upon insertion. The customer declined to perform carelink upload. The insulin pump will not be returned for analysis.